Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement; (B)(6), (B)(6) hospital (B)(6) 2018. Primary date unknown. 1st revision was performed on (B)(6) 2014 after a fall and patella fracture. The patella and tibial liner was replaced at this revision. I have not been able to establish primary surgical date. On (B)(6) 2018 exploration of total knee undertaken due to patient presenting with knee pain. On examination of the tibial tray it was noted to be loose. The surgeon stated that the patient had a fall in 2014 which lead to a patella fracture. The tibial tray and liner was removed and replaced with a revision mbt tray and cr rp liner. No supporting documentation available. Male patient initials (B)(6), aged (B)(6) years, dob: (B)(6), weight: (B)(6) kgs.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.